Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that she had issues with bolusing the insulin pump. When attempting to enter the carbohydrate amount, the insulin pump continued to remain at zero. Customer's blood glucose level was 480 mg/dl. The device was not returned.